Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative(rep). It was reported that the cause of the issue was unknown. The rep said reprogramming resolved the issue. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-apr-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 22-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that he was meeting with the patient to reprogram due to a therapy change. The rep reported that according to x-ray, the lead had moved. The rep didn¿t know when the therapy changed. No further complications were reported.